Manufacturer narrative:
The 510 (k) k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging that his ultramini meter was set to the incorrect unit of measurement. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that the alleged issue began on (B)(6) 2010. On an unspecified date and time the patient had obtained an 11.2 mmol/l on their meter. A month after the alleged issue began, the patient had developed symptoms of feeling dazed, incoherent and extreme thirst. On (B)(6) 2011 at around 7:00pm, the patient was advised to go to urgent care by the hcp and did not receive any medical treatment. The product was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, why the patient waited so long to contact lfs if they knew the meter was set incorrectly back in 2010, when the patient obtained an 11.2, what reading the patient obtained at the urgent care and where the patient purchased the meter from . The complaint is being reported since the patient alleged that due to the meter being set to the incorrect unit of measurement, they later developed symptoms suggestive of a serious injury based on lfs definition.